Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was inserted into the epidural space with straight stylet at first, then the doctor tried to change it to a curved stylet to reach stimulation spot. However, the doctor could not insert the curved stylet because entry to the lead was clogged up. The doctor discontinued the lead and completed the operation with a new lead. Additional information has been requested, but was not available as of the date of this report.